Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their level was 300mg/dl and went up to 470mg/dl. The customer states they had a kink on their reservoir and it caused the high. The customer states they addressed the issues and did not want to troubleshoot. The customer mentioned the transmitter may not be charging, and the battery has already been changed. An estimate time of arrival was provided. No further assistance was provided at this time.